Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after receiving a vibratory alert. Device interrogation revealed the presence of myopotentials oversensing and confirmed the oversensing by isometric tests. Myopotential oversensing was reproducible with the low frequency attenuation filter turned off, however, the oversensing was worsening. The nominal right ventricular sensitivity setting was increased. The patient is doing well and was discharged.